Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for follow up when the physician found the device in vvi backup mode. Device appeared to be running in rom, not actual backup. A download of the device code was done. The patient was in good condition and his device had normal parameters.